Event description:
It was reported that the nurse stated they had a neonate in an arctic sun device they cooled to 33.5c. The patient reached target quickly, however patient temperature dropped below target. The esophageal probe was reading 31.5c. Nurse stated they added a rectal probe, and it was reading 32.5c. The water temperature (wt) had been 40c, but patient was not warming any. Nurse wanting to know if there was anything else they can do. Informed nurse the hwl was typically set to 40c for neonates, and this was as warm the water will get. The device was responding appropriately and trying to warm the patient. Confirmed with nurse it appears to be patient related. Suggested counter warming per their protocol, such as radiant heat warmer, warm blankets, vent warmer, warm ambient room temperature etc. Suggested consulting the provider as well. Nurse confirmed pad was tacoed around baby. Explained they may receive an alarm that says prolonged warm water exposure as a safety feature due to the water being so warm for an extended period. Recommended performing frequent diligent skin checks.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The serial number for this investigation is unknown. The latest labeling revision will be reviewed (baw2800548 revision 1). The instructions-for-use under baw2800548 revision 1 and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a neonate in an arctic sun device they cooled to 33.5c. The patient reached target quickly, however patient temperature dropped below target. The esophageal probe was reading 31.5c. Nurse stated they added a rectal probe, and it was reading 32.5c. The water temperature (wt) had been 40c, but patient was not warming any. Nurse wanting to know if there was anything else they can do. Informed nurse the hwl was typically set to 40c for neonates, and this was as warm the water will get. The device was responding appropriately and trying to warm the patient. Confirmed with nurse it appears to be patient related. Suggested counter warming per their protocol, such as radiant heat warmer, warm blankets, vent warmer, warm ambient room temperature etc. Suggested consulting the provider as well. Nurse confirmed pad was tacoed around baby. Explained they may receive an alarm that says prolonged warm water exposure as a safety feature due to the water being so warm for an extended period. Recommended performing frequent diligent skin checks.